Event description:
The distributor initially called animas stating that the piston does not 'go all the way' during a prime process. The pump was returned to animas. Evaluation revealed that the force sensor calibration reading was out of specifications. This complaint is being reported based on the evaluation results. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Recall # 2531779-03/24/2010/003-r. The pump was returned to animas. Evaluation revealed that the force sensor calibration reading was out of specifications. The pump was primed and exercised with no loss of prime duplicated. The pump history showed no evidence of loss of prime without a cartridge change. The cartridge was filled with 100 units of insulin and after the load step the pump insulin gauge read 100 units. This indicates that the piston contacted the cartridge correctly.